Event description:
It was reported that during a myosure procedure for uterine tissue removal a fluid deficit of 4500-4700ml was noted (length of time from initiation of the procedure and fluid deficit unknown). Normal saline was used as the distension media. The physician abandoned the myosure procedure and did a laparoscopy. A uterine perforation was noted on the right side of the fundus and fluid was seen in the abdominal cavity. The perforation site was cauterized and the abdominal fluid was aspirated. The patient was discharged home after a brief recovery period and the physician noted the "patient was doing fine".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. Evaluated by manufacturer: the disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure device as the lot number was not provided by the complainant. According to the instructions for use (IFU) for the myosure hysteroscope: warnings. Uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. According to the instruction for use (IFU) for the myosure disposable device: warnings. To avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).